Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2019-05207. 1627487-2019-05208. 1627487-2019-05209.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2019-05207; 1627487-2019-05208; 1627487-2019-05209. It was reported that the patient had high impedance. In turn, surgical intervention took place on (B)(6) 2019 wherein the patient¿s cervical system was explanted and replaced. Therapy has been restored post-op.